Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) was contacted for further review of the daily threshold and impedance measurements trends. Ts confirmed rv lead shock impedance measurements to be greater than 125 ohms. The presenting electrogram (egm) showed no noise events. Ts provided programming options. No adverse patient effects were reported. This rv lead remains in service.